Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at the proximal side in pinhole form at 7atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).